Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine puncture or tear') and genital haemorrhage ('heavy and irregular bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's concurrent conditions included acute cholecystitis, cholangitis, nausea, vomiting, abdominal pain, elevated liver enzymes, fever and hepatitis acute. On (B)(6) 2010, the patient had essure inserted. In (B)(6) , the patient experienced pelvic pain ("chronic pelvic pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), migraine ("migraines"), psychological trauma ("psych injury"), cystitis ("bladder infection") and visual impairment ("vision problems") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (underwent bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, weight increased, migraine, psychological trauma and cystitis outcome was unknown and the menorrhagia, alopecia, hormone level abnormal and visual impairment had resolved. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, uterine perforation, visual impairment and weight increased to be related to essure. The reporter commented: at the time of surgical intervention, she underwent a pelvic surgery to try and alleviate the symptoms. Patient admitted 1 week in hospital for abdominal pain with nausea and vomiting. Patient received treatment for pain, bleeding, perforation, bladder infection, hormonal changes, vision problems, hair loss. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: new events abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury,bladder infection, hormonal changes, vision problems were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine puncture or tear') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure left consists of a gray coiled and stretched spring-likeapparatus. Essure right , consists of a stretched thin gray apparatus" and device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's concurrent conditions included acute cholecystitis, cholangitis, nausea, vomiting, abdominal pain, elevated liver enzymes, fever and hepatitis acute. In 2010, the patient experienced pelvic pain ("chronic pelvic pain"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), migraine ("migraines"), psychological trauma ("psych injury"), cystitis ("bladder infection") and visual impairment ("vision problems") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (dilatation and curettage and underwent bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, weight increased, migraine, psychological trauma and cystitis outcome was unknown and the heavy menstrual bleeding, alopecia, hormone level abnormal and visual impairment had resolved. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, migraine, pelvic pain, psychological trauma, uterine perforation, visual impairment and weight increased to be related to essure. The reporter commented: at the time of surgical intervention, she underwent a pelvic surgery to try and alleviate the symptoms. Patient admitted 1 week in hospital for abdominal pain with nausea and vomiting. Patient received treatment for pain, bleeding, perforation, bladder infection, hormonal changes, vision problems, hair loss. Discrepancy noted in essure removal date: (B)(6) 2014. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine puncture or tear') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure left consists of a gray coiled and stretched spring-like apparatus. Essure right , consists of a stretched thin gray apparatus" and device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's concurrent conditions included acute cholecystitis, cholangitis, nausea, vomiting, abdominal pain, elevated liver enzymes, fever and hepatitis acute. In 2010, the patient experienced pelvic pain ("chronic pelvic pain"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), migraine ("migraines"), psychological trauma ("psych injury"), cystitis ("bladder infection") and visual impairment ("vision problems") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (dilatation and curettage and underwent bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, weight increased, migraine, psychological trauma and cystitis outcome was unknown and the heavy menstrual bleeding, alopecia, hormone level abnormal and visual impairment had resolved. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, migraine, pelvic pain, psychological trauma, uterine perforation, visual impairment and weight increased to be related to essure. The reporter commented: at the time of surgical intervention, she underwent a pelvic surgery to try and alleviate the symptoms. Patient admitted 1 week in hospital for abdominal pain with nausea and vomiting. Patient received treatment for pain, bleeding, perforation, bladder infection, hormonal changes, vision problems, hair loss. Discrepancy noted in essure removal date: (B)(6) 2014. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Reporters and essure stop date added. Rcc updated. New event added: device physical property issue. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine puncture or tear") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("chronic pelvic pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), weight increased ("weight gain"), alopecia ("hair loss") and migraine ("migraines"). The patient was treated with surgery (surgical intervention to address her complications in 2013). At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, dyspareunia, weight increased, alopecia and migraine outcome was unknown. The reporter considered alopecia, dyspareunia, genital haemorrhage, migraine, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: at the time of surgical intervention, she underwent a pelvic surgery to try and alleviate the symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.